Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt's nurse reported that the pt's cycler had alarmed for air detected in the cassette during treatment. He was not able to clear the alarm and discontinued treatment. When he opened the cassette door he found a fluid leak. He performed manual treatment. The set was discarded. During follow up the pt's pd nurse reported that he did not have any signs of infection and did not require any medical intervention. No adverse event reported at this time.